Manufacturer narrative:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the electrode - adapter - flex. The patient's skin irritation consisted of blisters with discharge, redness, puffiness, and hives. The patient did seek medical treatment for the skin irritation and was prescribed an antibiotic, nupirocin, nonctasone suroace ointment. Engineering evaluation was unable to be performed as the electrode - adapter - flex was not returned. The electrode - adapter - flex is for single use and is disposed after use; therefore, it is not likely to be returned. The patient followed skin preparation procedures and has an allergy to medical adhesives. Any skin irritation is probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. No single factor or combination factors were identified and/or attribute to electrode skin irritation and associated symptoms. The product labeling advised the patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
It was reported on (B)(6) 2025 that the patient experienced skin irritation while wearing the electrode - adapter - flex. The patient's skin irritation consisted of blisters with discharge, redness, puffiness, and hives. The patient did seek medical treatment for the skin irritation and was prescribed an antibiotic, nupirocin, nonctasone suroace ointment. The patient did take a break in service from wearing the patch when she experienced the skin irritation. The patient followed skin preparation procedures and has an allergy to medical adhesives.